Event description:
It was reported that the filter was tilted and had perforated the small intestine and the vertebral process. On (B)(6), 2004, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt). On (B)(6), 2022, the initial reporter claimed that the filter was tilted and had perforated the small intestine and the vertebral process. No medical records were provided to corroborate this claim. No further patient complications were reported.